Event description:
A home patient (hp) reported dry minicaps. Hp stated, the sponges were brown in color and packages were sealed as usual. Hp also noted there was no trace of betadine in the tubing at the beginning of his dialysis treatment. The hp reported no pt injury or medical intervention associated with these incidents.